Manufacturer narrative:
This report is being amended to reflect changes. The replaced articular surface was not returned for review. The device history records are reviewed for accuracy and completeness prior to the release of the product. A complaint history search found no other complaints for the articular surface part/lot combination. The implants were checked for compatibility with no issues found. This device is used for treatment. The original surgical notes state, ¿the distal femoral cuts were made making sure that we were in with 60 degrees of valgus and 30 degrees of external rotation...following the tibial cut, the bowel was resected along with part of the pcl.¿ per the surgical technique, it states that while 3° of external rotation of the femoral component may be appropriate for a varus knee, 5° is more appropriate for a valgus deformity of 10°-20°, and 7° may be necessary for a valgus deformity greater than 20° accompanied by patella subluxation. It also notes that removing the pcl will make it easier to balance the collateral ligaments. Because the lps-flex fixed bearing knee prosthesis is a posterior cruciate ligament substituting design, it is necessary to completely resect the pcl. Any residual stump of the pcl may impinge in the cam/spine mechanism causing pain and limited motion. The revision surgical notes state the patient ¿had been doing well until 3-4 months prior when he started to have pain and instability resulting in multiple falls...we will consider upsizing the poly based on intraoperative findings." During revision surgery it was stated, ¿we noticed that there was moderate synovitis consistent with polyethylene wear [and] we removed it. We used a curette and pressed on the tibial and femoral components. There was no loosening. We also examined the patellar component and pressed on it and there was no loosening of the prosthesis from the bone. We place a trial 14mm articular surface trial and we found that the knee stability improved greatly and the patient had a normal drawer test and normal varus and valgus stress test.¿ the surgeon did find one piece of ¿delaminated polyethylene¿ and removed from the field. It was noted that the patient had some falls, however, it cannot be determined if those falls caused the articular surface delamination and/or led to the patients laxity. However, it is likely that the pain noted by the patient was a result of the laxity that occurred in the months just prior to the revision surgery.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and mobility issues.